Manufacturer narrative:
The insulin pump was received with intermittent button response due to flattened (creased) dome traces. No button error alarms were noted during testing. The unit passed the displacement test. However, the unit was unable to be primed during the prime test and there was a motor error alarm during the basic occlusion test due to a faulty force sensor resistor (gold). The device could not undergo the excessive no delivery test and occlusion test as well due to the prime anomaly. The motor was tested outside the device and passed. The following cosmetic damage was also found on the device: minor scratches on the lcd window, and a cracked case at display window corners. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
Customer reported via phone call that her insulin pump alarmed with a button error. The patient's blood glucose at the time of incident was 300 mg/dl, but dipped as low as 47 mg/dl yesterday. The customer believes that she may have damaged the pump by sleeping on top of it. Troubleshooting was initiated for the button error alarm, and the customer was advised to discontinue use of the pump and revert to a back-up plan per health care provider's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.